Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).

Event description:
The customer received the following results, with two different aviva meters, within 10 minutes: 89 mg/dl (system 1) and 170 mg/dl (system 2). No adverse event reported. Return of suspect device was requested and replacement was sent.